Manufacturer narrative:
(B)(4). UDI# (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a shoulder procedure on (B)(6) 2019. Subsequently, the patient is being considered for third revision due to the disassociation of baseplate from the glenosphere. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 02195. Reported event was confirmed by review of radiographs. Review of the available radiographs identified separation of the glenoid gleosphere component resulting in a lack of articulation. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.